Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction message appeared again, which caller acknowledged and understood.